Event description:
New information received notes that the lead was explanted and replaced. The patient was doing well post operative.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the lead tip measuring 53.6cm was returned for analysis. External insulation abrasion was noted at 35.5-36.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 8.7-12.7cm and 8.9-14.0cm from the distal tip. Internal insulation abrasion was noted at 42.9-43.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient was scheduled for change out due to normal eri. Fluoroscopy showed externalized conductors. No electrical anomalies were detected. The physician elected to not continue with the ICD change out and schedule for a lead extraction at another date. The patient is doing fine. The lead remains implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.